Manufacturer narrative:
Device passed displacement test; it failed self test returning an unexpected pump error 63. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 43 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer did not mention any symptoms and treatment related to low blood glucose event. Customer also stated that the insulin pump had hardware low level failure. Customer stated that they were able to clear the alarm and also were able to rewind the insulin pump. The device will be returned for analysis.